Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned an 0x18 alarm, indicating that the device ran to an empty reservoir. The reservoir was confirmed empty and the device functioned as intended, alerting the user of the empty reservoir. No bends or kinks were observed in the soft cannula. Fluid was able to flow through the fluid path with no signs of struggle or leakage. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose levels read "high" (> 500 mg/dl) while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula looked a little bent. As treatment, a manual injection of insulin (9 units) was delivered.